Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the emergency lamp. E207 was displayed due to the failure of emergency lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the reported information, omsc surmised that the reported phenomenon was attributed to the failure of emergency lamp due to influence of the overcurrent and/or end of the emergency lamp life. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that when starting up the error e207 which indicated the emergency lamp was blown or failed, the emergency lamp indicator on the front panel flashed and it's poor. The subject device had been returned to olympus (B)(4) because the error e207 had occurred without the emergency lamp activated. There was no report of patient injury associated with the event.